Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the discordant results on multiple methods is unknown.

Event description:
Discordant results were obtained on patient samples when tested for multiple methods (e.g. Gamma-glutamyltransferase, total protein, albumin, urea nitrogen, creatinine) on an advia 2400 instrument. The discordant results for urea nitrogen and creatinine for an unknown sample were reported to the physician(s), who questioned them. The samples were repeated on an alternate advia 2400 instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2015-00286 was filed on june 10, 2015. Additional information (05/20/2015): a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the dilution probe discharge pump and the issue resolved. The cause of the discordant results on multiple methods was related to a malfunction of the dilution probe discharge pump. The instrument is performing according to specifications. No further evaluation of the device is required.